Event description:
Boston scientific received information that during an implant procedure, a physician was attempting to implant this right ventricular (rv) lead and had difficulty finding a good location. An attempt was made to reposition the rv lead in a different spot, however the lead was unable to be removed. The patient¿s heart rate was observed to have increased from 80 beats-per-minute (bpm) to over 120 bpm and the physician suspected the rv lead had perforated the patient. The rv lead was later explanted and tissue was noted entangled in the tip of the lead. It was believed that the physician over-rotated the lead during its initial placement causing it to get entangled in the patient¿s anatomy. The rv lead was an attempted implant and was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The rv lead will not be returned according to the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.